Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a scale reading error in his drain phase. The patient also stated that a few hours ago he felt overfilled and did a manual stat drain and drained 2500ml. The patient stated that being too full caused his blood pressure to rise up. Patient was advised to stop using the cycler and to contact the clinic. Patient treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 and stat drain 5 where 4886ml drained. This drain is 212% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 2304ml is 4147ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient completed treatment with continuous ambulatory peritoneal dialysis. The patient did not experience any complications and there was no reported medical intervention. The patient continues performing treatments on the replacement cycler.

Manufacturer narrative:
The reported complaint symptom (dv greater than 200% of fv) was not confirmed. The reported complaint symptom (scale reading error warning) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.